Manufacturer narrative:
Taper ii, supplement #1 medwatch to the FDA on 11/29/2016. Additional information: brand name, model #/lot #, device available for evaluation?, device evaluated by MFR?, device manufacture date, evaluation codes. Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as taper ii. Visual inspection noted scratches on the port housing. Brown discoloration was observed on the outer surface of the port taper. A port leak test was performed and leakage was observed. A fill inspection test was performed and no blockage was observed. Microscopic analysis noted two smooth-edged openings on the port taper/tubing junction. Analysis noted that the band tubing was broken with striations consistent with surgical end cuts to remove the device.

Manufacturer narrative:
Unknown taper. Medwatch sent to the FDA on september 1, 2016. The reporter of the event was asked to return the product for analysis, and to indicate product serial number. To date, neither the device nor any further device information has been received by apollo. Without device or device serial, the taper type is unknown. If returned, visual examination may determine the connector type associated with this event. Device labeling addresses the event of port leak as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Adverse events: unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to be "complaining of troubles with the band. The physician had surgery to evaluate and found the port was leaking fluid." The device was explanted.